Manufacturer narrative:
H3, h6: the device was returned for root cause analysis. The investigation findings were able to duplicate the customer reported problem after a visual inspection, functional testing, review of the event history log review. The pump was found to have too many high alarms downstream occlusion found in the event history logs. The cause of the customer reported problem was the downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor and dso sensor assembly, and the pump passed all functional tests and performed as intended.

Event description:
It was reported there was a downstream occlusion. There was unknown patient involvement and unknown patient harm/adverse event was reported.